Event description:
A customer contacted beckman coulter inc (bci) customer technical support (cts) in regards yellowish fluid leak from the bottom of the instrument and the waste canister was wet on the top. No injury or exposure was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the sump pump because the sump was not draining. Fse repair verified per established procedures.